Event description:
The customer initially reported defects in rubber on the oes bronchovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the coat of the ig serpentine is peeled off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: 3.2 preparation and inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. In addition, the following non-reportable malfunctions were found during the device evaluation: the image guide (ig) protector was cut and had significant breakages. The adhesive on the bending section cover (a-rubber) was chipped. There was wear of the angle wire, causing bending angle in the up direction to not meet standard. There was damage to the channel (ch) tube causing forceps and channel cleaning brush to not insert smoothly. The light guide (lg) lens had discoloration and was scratched. The connecting tube was dented and buckling. The universal cord was dented and scratched. The up down (ud) plate, angulation lever, grip, control unit, diopter ring, and eyepiece were scratched. Also, third party repair had been performed. Olympus will continue to monitor the field performance of this device.